Event description:
Information was received from a consumer regarding a patient implanted with an external neurostimulator (ens). It was reported she had pain in her hip and her foot was numb because stimulation was too high, but she lowered it and it felt better. Additional information from the patient on (B)(6) reported she was on a trip and couldn¿t measure. The patient stated she had a feeling she was going to need another program, she felt she symptoms had worsened. The patient changed to program 3 and amplitude was on 3.6 and felt stimulation in the hip and rectum area. The patient stated it was a good thing she used pads, she had a problem that was humiliating. The patient stated she was beginning to feel skeptical and stated with program 2 she was in so much pain, she couldn¿t stand it. Additional information from the patient on (B)(6) reported she had been sick, and she had a really bad bladder infection and her brain was not working, that is why she was going too much. There were no further complications that have been reported as a result of this event.